Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed the keypad buttons were intermittently unresponsive when pressed. At the time of the call, the patient claimed she could see a small amount of condensation on left side of display; however, denied seeing any moisture in battery or cartridge compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the up button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad buttons were found to be unresponsive to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, moisture was observed behind the display screen; this issue has no effect on insulin delivery function.